Event description:
Customer's father called in reporting his son's insulin pump is alarming motor error and no delivery. Customer's blood glucose level is over 500 mg/dl. He has treated with manual injection. The alarm occurred either during bolus or basal delivery. The device was may have been exposed to moisture, but there is no visible damage. Customer does not use the sensor feature. He is able to rewind the device. A temporary basal was not programmed before the alarm. The alarms have occurred previously. The no delivery alarm is recurring. The issue has not been resolved. Customer's father stated he has not been making sure customer uses the device properly. It was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.